Manufacturer narrative:
The lead is not expected to be returned for analysis. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to lead dislodgement. A new lead with different model was implanted. Additionally, the lead dislodgement was confirmed with an x-ray. The field representative does not have the lead to be returned. No additional adverse patient effects were reported.